Event description:
The patient reported that their livongo blood glucose meter was giving them false low readings. The patient went to the hospital due to the low readings they were receiving, once their blood glucose was tested at the hospital it was found that their blood glucose levels were much higher than the readings provided by the livongo blood gluocse meter.

Manufacturer narrative:
The meter associated with this report was disposed of and was not returned for testing.